Event description:
It was reported that customer was unable to load cartridge back onto pump after reset because cartridge was not snapping into place. There was no reported impact to the customer. Customer to rely on an alternate method of insulin therapy if needed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.